Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2016-04649. It was reported the patient was not receiving effective stimulation. X-rays showed no anomalies. Lead diagnostics revealed high impedances. Initially reprogramming resolved the issue, however the issue reoccurred. As a result, the physician attempted to revise the leads but during the surgical procedure the physician was unable to implant the lead to stimulate the intended pain area. The physician decided to explant the entire system.